Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the lot code required was unavailable. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The pt was revised because of loosening of the cup.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The report states: the patient was revised because of loosening of the cup. Doi: 2006 dor: (B)(6) 2010. Update (B)(4) 2011 bilateral patient - litigation papers allege the following: in approximately (B)(6) 2009, patient began experiencing symptoms, including but not limited to, discomfort, squeaking, pain, and soreness, which in turn negatively affected her ability to walk, move, and sleep. Patients orthopedic surgeon, investigated her symptoms and in approximately (B)(6) 2009 concluded that the problems were stemming from the asr hip in her right side, and that patient was going to have to undergo revision surgery. Doi: (B)(6) 2006 (right side). Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(4) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- 001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges infection requiring IV antibiotics.